Manufacturer narrative:
Patient code - (B)(4) surgical intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a mesh has been inserted by another surgeon before, as part of a repair operation for vaginal prolapse. As part of investigation for recurrent uti, a cystoscopy identified the device in the bladder with attached stone. The device had eroded into the bladder dome. The device and stone were removed. The patient was rechecked 4 months later to ensure bladder healed and no more tape found.